Event description:
Information was received from a patient receiving bupivacaine (unknown dose and concentration), clonidine (unknown dose and concentration), and baclofen (unknown dose and concentration) via implantable infusion pump indicated for intractable spasticity. It was reported that the patient's pump came through their skin twice (please refer to regulatory report number: (B)(4) regarding the erosion from 2013) and then it had to be removed due to infection. Additional information received from the patient reported that the patient's pump became infected and had to be removed in 2016. The patient stated the healthcare provider (hcp) did not replace "the tubing" when they replaced the pump and when they went to "plug it in" and it fractured at the pump site and was pulling from their epidural space. The patient also stated about 4 days after the surgery in (B)(6) 2016, it looked like "a giant water balloon popped out of their back" and their back looked like "a giant tear drop" because the "fluid" had dripped down and the pump popped out about 2 inches. Patient also stated they got "klebsiella" from the infection. Patient mentioned they had to have surgery to have all of their hardware taken out and were in the ICU for 3 weeks. The patient asked if medtronic had a pediatric pump because they were wanting to have another pump implanted, but only weigh about 103 pounds. Additional information was received from a healthcare provider (hcp) reporting that the infection was related to the previous reported erosion (see regulatory report number: (B)(4)). It was reported that the infection was first observed on (B)(6) 2016. The hcp reported the tubing was left in place in hopes of salvaging the pump, unfortunately it could not be salvaged and the hardware was all removed. The patient favored all conservative types of management.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6), product type catheter . Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.